Event description:
Spontaneous. Patient reports that one of the needle sets on her quadfurcated set is dull and would not puncture her skin. Pt had already primed tubing and did not want to waste product by replacing tubing all together, so she damped off one site and is currently infusing into a total of 3 sites. Confirmed with pt that 3 sites is within manufacturer guidelines and should take approximately 1 hour 34 minutes. Pt reports no concerns since she clamped off malfunctioning site. Pt has reported to nursing. Advised pt to let us know if any further concerns. No missed dose or adverse reactions. Unknown if patient has defective product on hand for possible return. No product lot number available. No further information. Reported to cvs/caremark by: patient/caregiver.